Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg explant procedure. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.